Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient had been scheduled for a pump replacement in march. Due to experiencing withdrawal many times over the previous years, she either wanted a larger sized pump or wanted to remove the pump completely. It was indicated that the healthcare provider (hcp) had told the patient that he had ordered a larger pump. Following the procedure, thinking a larger pump had been placed, the patient thought she only needed to go in every three months for a refill. However, just as she was about to be discharged, she started to get sick and decided to call her physician. Upon investigation, the physician found that a smaller pump had been implanted. The patient was going to be released on a thursday or friday and it turned out that her due date for refill was that same day. As she couldn¿t get to her physician until the following monday, she wasn¿t discharged and went into withdrawal throughout the whole weekend. It was stated that the implanting surgeon had put in a smaller pump and had also placed it where the patient had stitches and a scar. Every time the physician would go to fill the pump, he would have a hard time, because of the scar tissue, and would ¿hit¿ the patient four to five times with the needle. The reporter stated that, as far as she was concerned, the surgeon had not placed the pump anatomically. It was stated that the patient wanted the pump taken out if it wasn¿t going to be bigger. The device system was used to deliver morphine. Refer to manufacturer report #3007566237-2013-00627 for details pertaining to the scar tissue formation.